Event description:
The user received discrepant urine creatine results for one patient sample. The initial result was 32.4 mg per dl. Different urine collection tubes from the same patient were tested (B) (4) 2009, on the modular system with the following results: 27.3, 26.4, 26.5, 24.9, 24.7, 24.1 and 28.8 mg per dl. The initial result was reported. The user stated her inquiries to the physician regarding the treatment or adverse effects went unanswered, therefore she could not provide any information.

Manufacturer narrative:
The field service rep determined the rinse mechanism flowrates were misadjusted. He adjusted the rinse mechanism flowrates, ran mechanism checks, precision checks and qc. No errors were generated and system performing within specification.